Event description:
It was reported that the patient stated that they are experiencing stimulation in their left leg and foot, but it did not cause pain or discomfort. Additionally, the patient reports pain and swelling that were not present prior to having the implant placed in their right leg. The representative helped the patient turn off their stimulation, and the patient stated that they still have some stimulation in their left leg/foot, but it is less. The patient denies any falls, accidents or trauma. The patient continues to notice less stimulation in their left leg/foot, and right leg/foot pain and swelling is completely gone. The patient was admitted to the emergency room for 24 hours but there is no available information on testing and treatment performed while in hospital. The patient's device was turned off for an extended duration of four weeks. While the device was off, the patient noted that there was no pain in the right foot or leg and no stimulation on the left leg of foot. The patient followed up with their provider who recommended that the stimulation be turned on again since symptoms have subsided. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.